Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1200 mg/dl. The customer¿s current blood glucose was 39 mg/dl. The customer experienced symptoms such as vomiting and had diarrhea. The customer was treated with intravenous drip and insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood event. The customer also state that they were not in auto mode. The insulin pump will not be returned for analysis.